Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The severely stenosed target lesion was located in the mid and distal left circumflex artery. The physician implanted a 2.75*29 unspecified stent to treat the lesion, but the angiography showed that vessel dissection occurred in the distal part of the implanted stent. The physician advanced a 2.50x24mm promus element ¿ drug eluting stent to treat the lesion but the stent was unable to cross the previously implanted stent. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.